Manufacturer narrative:
The customer was unresponsive; no product was able to be received for eval.

Event description:
It was reported that the backrest of the stair chair was cracked. No adverse consequence was alleged.